Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced abdominal pain, recurrence of incontinence, dyspareunia, leg pain, vaginal spotting, urgency, frequency, leaking and overactive bladder symptoms. The patient trialed medication without relief of overactive bladder symptoms. Urodynamic studies were performed. No explant procedure was reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Device not returned.